Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased tsh result of 0.01 iu/ml was generated for a patient sample tested on the architect i1000sr analyzer. The sample was retested because it did not match the patient's previous result of 3.1 iu/ml. Retest results were 2.43 and 2.63 iu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
During inspection, the field service engineer (fse) checked the instrument and replaced the reagent probe, as well as the leaking valves (the valve, manifold kit and the valve, bypass, 2 way) on the architect i1000sr analyzer, sn (B)(4). The fse determined the leaking valves to be the likely cause of the customer issue. A review of the service history for the (B)(4) identified no subsequent contacts from the customer regarding discrepant results since the valves were replaced. Tracking and trending did not identify any trends for the valves in regards to discrepant patient results. Tracking and trending for the architect i1000sr analyzer was reviewed and found that the erratic result is within the acceptable limits. Manufacturing documentation was reviewed and addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and elevated/erratic sample results on the architect i1000sr analyzer. Additionally, the manufacturing documentation contains instructions for the removal and replacement of the valve, manifold kit and the valve, bypass, 2 way. Based on the investigation, no systemic issue or deficiency was identified for the architect i1000sr analyzer.